Manufacturer narrative:
Concomitant products: product ID: 8781, lot# 0209141598, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, lot# 0206743348, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information noted three catheters were implanted at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0209141598, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(6).

Event description:
On (B)(6) 2015, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving intrathecal morphine (25 mg/ml, 4.002 mg/day) and catapressan (3.7 mcg/ml, 0.5932 mcg/day) via an implantable pump for failed back surgery syndrome. On (B)(6) 2015, the patient was hospitalized due to underdose symptoms. Surgery was planned for "next (B)(6)" ((B)(6) 2015). Additional information has been requested regarding outcome, device information and cause, but it was not available at the time of this report. On (B)(6) 2015, additional information was received from the foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the underdose symptoms were unknown. During the revision, the hcp opened the old scar in the patient's back, searched for the connector and cut it out. There was no liquor backflow from the spinal part, but on the other side of the cute, the pump segment, fluid was coming out like it was under light pressure. They then programmed a bolus of the pump on the table and could observe an exit of medication. The hcp implanted a new 8780 catheter and it was stated, "always good liquor flow". The old pump connector could not be removed easily from the pump. The hcp had to use a lot of force to remove it on the table. Now this part was in bad shape due to the physician. The patient was fine at the moment.